Event description:
The lay user / patient contacted lifescan (lfs) france on (B)(6) 2011 alleging an error 4 message on their one touch verio pro meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that prior to testing his blood glucose on (B)(6) 2011, he developed symptoms of feeling weak and dizzy. Due to the symptoms, he needed to test his blood glucose and obtained an error 4 message. He took his usual dosage of diabetes medication and due to the symptoms and he needed to test he went to the hospital at around 1:30pm and obtained a 55-60 mg/dl on the hospital device. At the hospital he was treated with a piece of bread and juice. The patient felt better 30 minutes after treatment. The patient claims he only had the subject meter for a day. The patient tests around 6 times a day and a normal reading for the patient is between 70-120 mg/dl. While troubleshooting, it was noted that the test strips were in good condition and not expired. It was also noted that the technique of applying blood on the test strip was incorrect. The alleged issue was not resolved over the phone, even after using the proper testing technique. The product was replaced. The complaints is being reported since the patient was unable to test their blood glucose due to the alleged error 4 message and had to be treated in the hospital with food/drink for a blood glucose reading of 55-60 mg/dl. The complaints is being reported since the patient was unable to test their blood glucose due to the alleged error 4 message and had to be treated in the hospital with food/drink for a blood glucose reading of 55-60 mg/dl.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips were ordered and also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.